Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, an arthrex subsidiary employee reported via email that an ar-8730-30hs compression ft screw broke during insertion. The screw and broken fragments were removed with pliers. An additional bone socket was created, and a new ar-8730-30hs compression ft screw was used to complete the case. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/3/2024: the surgery type is unknown at this time. The case was delayed less than fifteen minutes without additional anesthesia.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.